Event description:
It was reported that the patient presented for a system explant due to infection. It was noted that during the explant procedure the right ventricular lead terminal pin need extensive manipulation and force to be removed from the header port. The system was explanted no replacement at this time. No additional information was reported.

Manufacturer narrative:
The reported field events of infection and header problem were not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.